Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states) . ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured right femoral artery hematoma with a "possible" relationship to the impella device used: ¿(B)(6) 2024, vascular surgery was consulted for bleeding noted around impella site. Pressure was held and pressure dressing was applied. No acute surgical intervention was needed. However, team wanted impella removed due to the hematoma (per notes). H/h was monitored more frequently. Patient received a total of 3 units of prbc this admission (1 unit was for postop anemia from orif on 6/13/24). Patient died prior to the event was resolved.¿ the patient's outcome was reviewed by abiomed's medical safety officer and it was determined that there is not enough evidence to exclude the impella as an associated factor in the patient's (death) outcome.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. G.2 study selection was inadvertently omitted from initial manufacturer device report number 1220648-2024-17660 and was added.